Manufacturer narrative:
Reference record (B)(4). The device manufacturer and lot number of the peg tube involved in this event was not provided by the complainant. Therefore, it is unknown if the tubing involved was the abbvie peg tube. Conservatively, abbvie has chosen to report this event due to the potential that the peg tube involved could have been the abbvie peg tube. The device involved in the event was not returned/remains implanted; therefore a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date, patient in (B)(6) underwent procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube. Report on 08 mar 2017 indicated that patient experienced soreness of stoma for 4 weeks. Patient was treated with unspecified antibiotic medication without benefits. The stoma is brown and crusty. Patient was advised by physician to clean and dry area and apply cavilon cream to reduce soreness.

Manufacturer narrative:
Reference record: (B)(4).

Event description:
Additional information indicates patient had sample taken from stoma site as it had been feeling sore. The sample came back clear and the physician prescribed unspecified ointment for stoma site issue.